Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the during use called requesting assistance cardiosave intra-aortic balloon pump (iabp) had regarding a spontaneous shutdown while entering the transportation vehicle. Customer stated that when had tilted the console, and a loud noise alarmed, and the pump turned off. There was no alarms prior to shut down. The pump had been off for approximately 3 minutes. He stated they were currently transporting back to the ICU to switch out consoles. There was no harm reported.

Manufacturer narrative:
Upon further review it was determined that the reported event was duplicate of MDR report 2249723-2025-0003426. As a result, no follow up emdr is necessary. Please cancel in your database.